Event description:
Boston scientific received information that this lead is exciting impedance measurements of greater than 2500 ohms, loss of capture and is possibly fractured. The lead remains implanted to date.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this report will be updated as necessary.